Event description:
It has been reported to philips that the system completely froze during a procedure. No x-rays were emitted, the foot switch was not working, the consoles did not respond, and the touch monitor indicated dose emission without performing it. The system was restarted more than once before working again. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and found that the equipment is blocked, no x-rays were emitting and the foot switch was not working. The customer used the wired footswitch to complete the procedure. Upon further troubleshooting action the fse found that the wireless footswitch wiring was cut. Fse then rewired and repulled the internal connector, and found the system was operational. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction (z-2485-2023)/field safety corrective action (2022-igt-bst-011).